Manufacturer narrative:
Large hem-o-lok clip applier instrument has been received a for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not holding the clip and the clips kept falling out. A clip fell out of the instrument when the instrument was in the patient and the clip was retrieved. During clip application unsuccessful clips not staying in the clip applier, the jaws were loose. The large hem-o-lok clips were used. The issue was resolved with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: the large hem-o-lok clip applier instrument was received for failure analysis evaluation. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the clip test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.